Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device an could not duplicate the reported complalint. The device passed the extended self test (est) and the short self test (sst). The device was returned to use. (B)(4).